Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no add¿l info is available at this time. If add¿l info is received it will be reported on a supplemental report.

Event description:
It was reported that the ¿patient has personal injuries sustained on (B)(6) 2012 as the result of the recalled stryker rejuvenate modular stem¿.